Event description:
Caller reported a continuous glucose monitor (cgm) error referred to as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided instructions for a pump reset; after completing the reset, the cgm error did not reoccur, and the caller successfully started their sensor session.